Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an episode of vt was observed via remote transmission. Review of the electrogram revealed wide qrs over sensing due to shorted output stage detection check during charging. This occurred one time and the device had a return to sinus. No programming changes were made and the patient will continue to be monitored.